Manufacturer narrative:
The bench repairer evaluated the device. It was determined that the device was unable to discharge due to a malfunction of therapy connector. The therapy connector was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the device isn't working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.